Event description:
It was reported to philips that the system automatically shut down during a procedure and was not booting up. There was no harm reported. Philips has started an investigation of the complaint.